Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a broken main tube approximately 1.8720" from the distal tip. The instrument appears to have detached fragments. Components adjacent to the broken main tube did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument shaft was broken at the tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, further details were received: the customer indicated that the issue was with the opening/closing of the instrument. The instrument was not damaged neither was stuck in tissue. There was no patient involvement.